Event description:
It was reported that the patient was experiencing shortness of breath (sob) and upon interrogation this implantable pacemaker was found in safety mode. The patient was scheduled for a device replacement. At this time, the device remains in service. No additional adverse patient effects were reported. Received additional information the device was explanted and replaced with a non-boston scientific product successfully. The device was discarded and will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the patient was experiencing shortness of breath (sob) and upon interrogation this implantable pacemaker was found in safety mode. The patient was scheduled for a device replacement. At this time, the device remains in service. No additional adverse patient effects were reported.